Event description:
Diabetic pt was found dead in their residence. A deltec cozmo model 1700 insulin pump was connected to the left lower quadrant of their abdomen via a catheter. Pt was autopsied and specimens were sent for toxicological analysis. Cause of death is diabetic ketoacidosis due to type I diabetes mellitus.